Event description:
The horse was undergoing arthroscopy surgery to remove bone chips. The horse was in the recovery room when the dr found that the catheter broke inside the horse. An echo of the heart was performed and the tubing could not be located.

Manufacturer narrative:
A shipping tube and pre-paid mailing label have been sent to the customer for the retrieval of the sample. A supplemental report will be submitted upon receipt of sample and completion of the investigation.